Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer's blood glucose level was 400 mg/dl. He had issues with some infusion sets. There was blood at the site. The customer is on medication that caused the bleeding. The insulin pump was suspending while he was downloading his insulin pump to carelink. The product was not returned. Nothing further to report.